Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a urinary tract infection (uti) since (B)(6) 2018 and were on cipro antibiotics. The patient reported that the change in symptoms was gradual. The patient also reported that they previously had 3 other utis in the last 4 months. No further complications were reported.